Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. There was no motor error alarm on the insulin pump. The device was unable to prime during the priming test due to faulty force sensor resistor. The device was unable to perform the excessive no delivery test due to prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and missing end cap sticker.

Event description:
Customer reported via phone call motor error alarm and prime anomaly on the insulin pump. Customer's blood glucose level was 150 mg/dl. Troubleshooting for motor error alarm was performed. Customer received the motor error alarm during a bolus attempt. Customer advised they were unable to complete the prime process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.